Event description:
The quality technician reported during preventative maintenance (pm) of the device, there was no decimal point displayed due to more solder connection at q1, which is part of the roller pump display. Since this event was during pm. There was no patient involvement. Investigation in process, but not yet completed.

Manufacturer narrative:
The reported complaint was confirmed by the field service representative (fsr). The units printed circuit board assembly (pcba) display was replaced at the user facility. The preventative maintenance was completed and the unit operated to manufacturer specifications. No additional action will be taken at this time.